Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci radical hysterectomy and bilateral pelvic lymphadenectomy with right paraaortic lymph node biopsy on (B)(6) 2012 for endocervical adenocarcinoma. Isi was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Both ureters were seen and traced from the paraaortic area to their entrance into the bladder. Paraaortic lymph nodes were removed as were all lymph nodes around the right and left external iliac arteries and veins. The complete absence of bleeding was noted several times in the operative notes. The colpotomy was performed slowly and without bleeding. IV administration of indigo carmine did not reveal any post-procedure ureter leaks, and the ureters could be seen peristalsing normally and in normal position. The patient was transferred to the recovery room in good condition. On (B)(6) 2012 the patient presented with incontinence and the presence of a fistula discussed. She was brought back later for a cystoscopy which showed a fistulous tract at midline about 3 cm above the trigone with significant inflammation. A subsequent cystoscopy on (B)(6) 2012 revealed reduced inflammation. On (B)(6) 2012 the patient underwent a robotic-assisted vesicovaginal fistula repair with omental flap and cystoscopy during which a significant amount of inflammation was noted, in addition to adhesions of bowel to the vaginal cuff. A final cystography taken on (B)(6) 2012 revealed no evidence of a vesicovaginal fistula. No additional information was provided after this report.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical procedure.